Manufacturer narrative:
The results of the investigation are not available at the time of this report.

Event description:
The event is reported as: after intubation it was observed, the suction port was broken off and fluid was coming out the hole. No patient injury reported.